Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. The 2.25x12 mm nc trek balloon catheter would not inflate at all. It was retracted from the anatomy without issue. Another balloon catheter was used to complete pre-dilatation followed by the successful deployment of three vision stents. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.